Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failures. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm and able to rewind the insulin pump. The customer reported that the alarm occurred 2nd time run a self test. The customer was able to run self test and it failed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.